Manufacturer narrative:
(B)(4).

Event description:
Procedure type: right colon resection. According to the reporter: the surgeon fired the stapler and when he removed it from the pt he found that the device had cut but no staples were deployed. Another stapler was used to correct the problem. No blood loss over 500cc. There was minor tissue loss to redo the anastomosis. The surgery was not extended more than 30 minutes. No buttress material used.